Manufacturer narrative:
No previous investigations are available. After detailed batch review, a non conformance (ncr) for torn release liner in finished pack record was found. No impact to this complaint as suspect product was identified and destroyed. A photo is attached however, there is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. There was no harm reported. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
End user reports the mass is difficult to remove. End user did confirm that there was no deterioration of the adhesive, but that he did have difficulty removing the wafer from his skin and that after removal of the wafer, there was residue from the adhesive on his skin which was also difficult to remove.